Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2018 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency patient l knee had reaction (pain) and joint stiffness no past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number: 7rsl022 and expiration date: may-2020; dose and indication: not reported) bilaterally. On an unknown date, latency unknown, patient experienced l knee had reaction (pain) and joint stiffness. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 11-jan-2018 from other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient l knee had reaction (pain) and joint stiffness no past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number: 7rsl022 and expiration date: may-2020; dose and indication: not reported) bilaterally. On an unknown date, latency unknown, patient experienced l knee had reaction (pain) and joint stiffness. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 7rsl022 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-jan-2018, there were (B)(4) complaints on file for lot # 7rsl022: ((B)(4)) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for both events additional information was received on 25-jan-2018. Global ptc number and results were added. Text was amended accordingly.